Event description:
It was reported that during a laparoscopic liver tumor resection procedure, the white reload was put in the powered echelon for the first firing. The reload was clicked in the stapler by the scrub nurse properly and the stapler was handed to the surgeon. The surgeon started to do the articulating and clamped the tissue. After the red safety lock was released, the surgeon pressed the grey button to fire. However, the blade was only advanced to 1cm and stopped. It didn't complete the stapling. The surgeon was told to reverse the blade and open jaw. The sales rep wanted to ask the scrub nurse to take out the reload and put a new one. However, the surgeon asked to open a new mechanical 3+1 echelon. The surgery was successfully done. There were no adverse consequences for the patient. One reload was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what device was used? Powered echelon 60mm. Was the instrument fired across or near an existing staple line or clip? Nope. If any unexpected noises were heard, when were they heard? No noise, it was the sound of blade advancing for 1cm then stopped. Were any of the forces higher or lower than expected (closing, firing, or opening)? Normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Nope. Reversed button was pressed to return the blade before the handle and the jaws can be opened up. Was there any difficulty removing the device from the tissue? Nope. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.